Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software application issue. The technical support specialist remoted into the station and followed the knowledge article. Issue resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was operating really slow and dispense the meds. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.